Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer ran into a doorknob and the touch screen became cracked and non-functional due to a black screen. Customer's blood glucose was 146 mg/dl. Reportedly, customer reverted a backup insulin pump for insulin therapy.